Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. Ran a displacement test and the test could not pass. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to moisture damage on force sensor. Motor passed motor test.